Event description:
The user received questionable vitamin b12 results for 14 patient samples. The exact date of testing was not known as the user stated the issue occurred approximately one month ago. Patient 2 was a (B)(6) male. Patient 3 was a (B)(6) female. Patient 4 was a (B)(6) female. Patient 5 was a (B)(6) female. Patient 6 was a (B)(6) female. Patient 7 was a (B)(6) male. Patient 8 was a (B)(6) female. Patient 9 was a (B)(6) female. Patient 10 was a (B)(6) male. Patient 11 was a (B)(6) female. Patient 12 was a (B)(6) male. Patient 13 was a (B)(6) female. Patient 14 was a (B)(6) male. The initial results were <31 pg/ml for all patients and the repeat results were in the normal reference range of 211-946 pg/ml. The exact repeat results were not available. All of the results were reported outside the laboratory. The repeat results were considered to be correct. It was unknown if the patients were adversely affected. The vitamin b12 reagent lot number was not provided. No service visit was performed as there were no current issues with the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined due to the limited information provided by the customer. The customer indicated no further information will be available. The site indicated there are no current problems with the analyzer or the b12 assay. No adverse events were reported.

Manufacturer narrative:
The suspect medical device was the vitamin b12 reagent. The site has 14 immunoassay analyzers. It was unclear which analyzer generated the results associated with this event.